Event description:
Bilateral breast augmentation with saline implants 1994 - 375cc bilaterally. Left implant replaced 1997 at time of mastopexy - (small pin hole in implant). Left breast implant began deflating. Pt also desired to be smaller. Pt underwent bilateral implant removal. Right implant intact - left implant completely deflated. Pt augmented with mentor saline implants (275cc + 25). Also had bilateral mastopexy.